Event description:
It was reported to boston scientific corporation that a resolution clip was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the stomach performed on (B)(6), 2011.according to the complainant, during the procedure, the physician wanted to reposition the clip, but it could not be opened after adjusting the device placement. Reportedly, the clip was not attached to the patient's tissue when this event occurred. The procedure was completed with another resolution clip.there were no patient complications as a result of this event. The patient condition was reported as stable post procedure.this event has been deemed reportable based on the investigation results; clip failed to release.

Manufacturer narrative:
(B)(4): a visual examination found that the device returned with the clip assembly mashed onto the bushing and the control wire separated from the clip assembly. A kink was present in the control wire and the oversheath was torn just before the sheath grip. Additionally, the coil had been stretched just below the handle and the control wire had been cut. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The condition of the returned incident device was consistent with the complaint that the clip would not open. The evaluation attributed this to the clip assembly being mashed onto the bushing which also prevented the clips release from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.